Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two photos were reviewed. The first photo shows the ultraverse 035 device. The second photo shows liquid leaking from the shaft near strain relief. In both the photos the strain relief is noted to be slightly dislodged. One video was provided and reviewed. The video shows the ultraverse 035 device with water droplets leaking from the y-body and strain relief was noted to be dislodged and not visible in the video. However, the exact location of the leak cannot be determined. No other anomalies noted. Therefore, the investigation is confirmed for the reported leak as water droplets are noted leaking from the y-body during photo and video review. The investigation is confirmed for the identified dislodged as the strain relief was noted to be dislodged from the y-body during video review. A definitive root cause for the reported leak and identified dislodged could be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 035 pta balloon catheter to treat atherosclerotic occlusive disease of the lower extremities. During the procedure, the balloon catheter shaft was allegedly leaking fluid. The procedure was completed using another device. There was no reported patient injury.